Event description:
Surgeon placed catheter in patient for imaging. Upon removal, top marker part of catheter broke off and temporarily stayed in patient. Surgical staff was able to remove all pieces of catheter. All 20 markers were counted after removal and surgeon was confident all pieces of catheter were removed, and nothing was retained via xray.